Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had keypad anomaly, audio anomaly and frozen display. The customer¿s blood glucose level was 105 mg/dl. The customer reported that the none of the buttons would work, it was frozen and beeping and they were unable to clear alarm. The customer was advised to discontinue use of the pump and revert to back-up plan, per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.